Manufacturer narrative:
A visual and functional inspection were performed on the returned device and identified that the outer member was scratched sporadically and the outer member material was peeled near the scratches noted. There was also an outer member tear noted. Follow-up with the site confirmed nothing was left in the patient anatomy. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance and damages noted by return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, mildly calcified and moderately tortuous vessel in the middle third of the anterior descending (lad) artery. Pre-dilatation was performed using a balloon. The 2.0x12mm xience alpine stent delivery system (sds) failed to cross the lesion. There was no device interaction and there were no other issues noted. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that the outer member was scratched sporadically and the outer member material was peeled near the scratches noted. There was also an outer member tear noted. The account confirmed there was nothing left in the patient. No additional information was provided.